Event description:
During a transfemoral tavr procedure, the 23mm sapien xt valve landed too ventricular, requiring a second valve to be placed. As reported, a balloon valvuloplasty (bav) was performed with a true balloon with 2cc's less than nominal volume, as the physician was concerned about the tight annulus and calcified leaflets and did not want to over inflate. The balloon appeared to fully expand during the bav. The 23mm nf+ system was prepped with 1 cc below nominal inflation volume (16cc). During valve deployment, the valve migrated aortic and attempts to correct the position pushed the valve in the ventricular direction. The final position of the valve was 10:90 aortic/ventricular. Severe paravalvular leak (pvl) was noted so a second valve was quickly deployed in a more aortic position. The second valve was aligned about 30% higher than the top strut of the first valve and deployed. Post deployment, there was trace residual pvl. The native annular area measured 21mm by tee and 19.7mm by 24.3mm with an area of 381mm2 by CT. The ejection fraction was 65%. The native annulus was not calcified, the leaflet was severely (bulky) calcified and the aortic root was severely calcified. Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be good; there was no loss of pacing capture during valve deployment. It was considered that the bav did not crack the calcium on the native valve enough for the valve to sit properly in the annulus during deployment leading to aortic migration. The ventricular malposition was attributed to over-correction during deployment, and resulted severe regurgitation. As reported, an echo post-bav was not reviewed to verify the patient¿s level of regurgitation to ensure that the bav opened the annulus sufficiently.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, per report, over-correction of delivery system movement during deployment resulted in the ventricular malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.